Event description:
The hospital reported an infection in posterior fossa case. Surgeon performed 2nd surgery to remove the infected material and duraseal. Patient recovered from the infection.

Manufacturer narrative:
Surgeon performed 2nd surgery to remove the infected material and duraseal. Patient recovered from the infection. Bench-top testing has shown that duraseal does not support microbial growth.